Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of pictures provided showed the device had foreign material on it and showed signs of wear as a section of the implant was worn away. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address polyethylene wear approximately twenty (20) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D6a - implant date - unknown month and day in 2003. D10 - concomitant devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.